Event description:
It was reported that (1) scg45 was used during a gastric bypass. It was reported by the rep that the gun had been fired successfully several times. However, when fired to complete the gastric jejunostomy it had numerous misformed staples. The surgeon oversewed the staple line and the case was completed successfully. There was no consequence to the pt.